Event description:
Description: my wife inadvertently mistook clear care eye solution for saline solution and used it to lubricate her contact lens before putting it in her eye. She experienced immediate excruciating pain in her eye when she put the contact lens in, and it has continued for 24 hours, it is difficult to read (especially before contact lenses are put in) and the bottle is so similar to other saline solution products. The bottle should be designed so that it only dispenses into the special lens holder with the platinum neutralizer. Outcome: visit to clinic/doctor. (B)(6).